Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was alleged the audio tone alarm was functioning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during investigation, the pump powered up to a functioning vibratory alarm. The pump was opened to find no defects. The allegation of no vibratory alarm was unable to be duplicated during the investigation.